Event description:
A clinical s. Aureus isolate oxacillin mic discrepancy. The account obtained an oxacillin-susceptible result on the dried pos combo type 21 lot#2006-08-01 panel and an oxacillin-resistant result on a secondary method (ox screen agar) for a clinical isolate. Account did not report the results as "susceptible," they confirm all results. There was no report of adverse health consequences to the patient as a result of the false susceptible results. Clinical isolate will be submitted by the account for testing by dade behring.